Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. The patient was using a tandem mobi insulin pump at the time of the event. According to the report, the issue occurred during the sensor warm-up period following insertion. The device displayed either a "sensor failure" message or a "wait 3 hours" message during warm-up. Additionally, communication between the cgm and insulin pump reportedly stopped on (B)(6) 2026 at 07:34 am. No symptoms or blood glucose (bg) values were documented prior to or at the time of the reported device issue. No fingerstick blood glucose (fsbg) measurements obtained at home were reported. At an unspecified time following the device issue, the patient experienced vomiting and presented to the emergency department (ed) for evaluation. No bg or fsbg values were provided, and the diagnosis at presentation was not reported. The patient was admitted to the hospital for approximately three days. Details regarding the patient's treatment were not disclosed, and the patient could not recall the medications administered during hospitalization. The patient was discharged from the hospital in good condition. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.